Event description:
Reporter states the active s system produced an undosed result of 43 mg/dl. No actions taken based on device result. No adverse event reported. Requested return of suspect device and replacement was sent.